Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection confirmed the spike port cap had been removed. Magnified inspection of the sample found the manual add port had been used, as evidenced by cannula insertion point which indicated the bag was properly filled and released passing the pharmacy quality check. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if the reported condition was present. The spike port of the sample appeared to have been manufactured according to specification without defect, with remnant material all the way around the circumference that indicated the ports had been completely sealed. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag had the middle port broken off where the bag is spiked. Where in the process the defect was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.